Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ("endometriosis"), autoimmune disorder ("autoimmune issues") and systemic lupus erythematosus ("lupus like symptoms") in a (B)(6) female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid). In 2010, the patient experienced allergy to metals ("allergy to nickel") and inflammation ("inflammation"). In (B)(6) 2010, the patient experienced coccydynia ("coccyx pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced the first episode of chest pain ("chest pains"). In 2013, the patient experienced hypoaesthesia ("right leg and right hand numbness"), rash ("rashes"), rosacea ("rosacea"), feeling abnormal ("brain fog"), headache ("headaches"), irritable bowel syndrome ("irritable bowels"), neck pain ("neck pain") and myalgia ("muscle pain"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes"), dry mouth ("dry mouth"), lymphadenopathy ("enlarged lymph-nodes") and sinus disorder ("sinus issues"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient experienced temporomandibular joint syndrome ("temporomandibular disorder (tmj)"). On an unknown date, the patient experienced pelvic pain ("pain"), endometriosis (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), syncope ("vasovagal syncope"), dyspnoea ("shortness of breath"), ear infection ("severe ear infection"), systemic lupus erythematosus (seriousness criterion medically significant), sleep apnoea syndrome ("sleep apnea"), the second episode of chest pain ("chest pains"), costochondritis ("costochondritis") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (ablation of endometriosis). Essure was removed. At the time of the report, the pelvic pain, endometriosis, autoimmune disorder, rosacea, headache, irritable bowel syndrome, neck pain, myalgia, allergy to metals, inflammation, sinus disorder, anxiety, syncope, dyspnoea, ear infection, systemic lupus erythematosus, sleep apnoea syndrome and hypothyroidism outcome was unknown and the fibromyalgia, temporomandibular joint syndrome, alopecia, dry eye, dry mouth, lymphadenopathy, abdominal pain, coccydynia, back pain, hypoaesthesia, rash, feeling abnormal, the last episode of chest pain and costochondritis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, coccydynia, costochondritis, dry eye, dry mouth, dyspnoea, ear infection, endometriosis, feeling abnormal, fibromyalgia, headache, hypoaesthesia, hypothyroidism, inflammation, irritable bowel syndrome, lymphadenopathy, myalgia, neck pain, pelvic pain, rash, rosacea, sinus disorder, sleep apnoea syndrome, syncope, systemic lupus erythematosus, temporomandibular joint syndrome, the first episode of chest pain and the second episode of chest pain to be related to essure. Diagnostic results: (B)(6) 2014 : metal testing : allergic to several metals including nickel. On (B)(6) 2012 patent underwent hysterosalpingogram . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: previously reported event "severe and permanent injuries" replaced with event "autoimmune issues", events- "fibromyalgia, temporomandibular disorder (tmj), hair loss, dry eyes, dry mouth, enlarged lymph-nodes, chest pains, abdominal pain, coccyx pain, lower back pain, right leg and right hand numbness, rashes, rosacea, brain fog, headaches, irritable bowels, neck pain, muscle pain, allergy to nickel, inflammation, sinus issues, mental anguish, pain, vasovagal syncope, shortness of breath, severe ear infection, lupus like symptoms, sleep apnea, chest pains, costochondritis, hypothyroidism, endometriosis", reporter, lab data, lot number added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometriosis ("endometriosis"), autoimmune disorder ("autoimmune issues") and lupus-like syndrome ("lupus like symptoms") in a (B)(6) year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced allergy to metals ("allergy to nickel") and inflammation ("inflammation"). In (B)(6) 2010, the patient experienced coccydynia ("coccyx pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced the first episode of chest pain ("chest pains"). In 2013, the patient experienced hemianaesthesia ("right leg and right hand numbness"), rash ("rashes"), rosacea ("rosacea"), feeling abnormal ("brain fog"), headache ("headaches"), irritable bowel syndrome ("irritable bowels"), neck pain ("neck pain") and myalgia ("muscle pain"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes"), dry mouth ("dry mouth"), lymphadenopathy ("enlarged lymph-nodes") and sinus disorder ("sinus issues"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient experienced temporomandibular joint syndrome ("temporomandibular disorder (tmj)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), syncope ("vasovagal syncope"), dyspnoea ("shortness of breath"), ear infection ("severe ear infection"), lupus-like syndrome (seriousness criterion medically significant), sleep apnoea syndrome ("sleep apnea"), the second episode of chest pain ("chest pains"), costochondritis ("costochondritis") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy, bilateral salpingectomy, ablation of endometriosis). Essure was removed. At the time of the report, the pelvic pain, endometriosis, autoimmune disorder, rosacea, headache, irritable bowel syndrome, neck pain, myalgia, allergy to metals, inflammation, sinus disorder, anxiety, syncope, dyspnoea, ear infection, lupus-like syndrome, sleep apnoea syndrome and hypothyroidism outcome was unknown and the fibromyalgia, temporomandibular joint syndrome, alopecia, dry eye, dry mouth, lymphadenopathy, abdominal pain, coccydynia, back pain, hemianaesthesia, rash, feeling abnormal, the last episode of chest pain and costochondritis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, coccydynia, costochondritis, dry eye, dry mouth, dyspnoea, ear infection, endometriosis, feeling abnormal, fibromyalgia, headache, hemianaesthesia, hypothyroidism, inflammation, irritable bowel syndrome, lupus-like syndrome, lymphadenopathy, myalgia, neck pain, pelvic pain, rash, rosacea, sinus disorder, sleep apnoea syndrome, syncope, temporomandibular joint syndrome, the first episode of chest pain and the second episode of chest pain to be related to essure. Diagnostic results: (B)(6) 2014 : metal testing : allergic to several metals including nickel on (B)(6) 2012 patent underwent hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.